Manufacturer narrative:
This follow up report is being drafted to include the following sections h6, h10. The serial number was not provided therefore a device history record review was unable to be performed. Since the suspect device was not returned to olympus and an evaluation could not be performed, a conclusive root cause was unable to be identified. Probable cause for the front panel flashing is related to the scope detection lever of the scope socket becoming stuck due to stress or an external force applied to the lever when it was moved. As a result, the scope failed to detect. Furthermore, dust or waterdrop adhered. The instructions for use (IFU) states: do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
During troubleshooting, olympus technical assistance center support engineer guided the customer through unplugging the clv-190 and exercising the switch in the scope socket. The issue was resolved after the customer re-plugged the device. The front panel was blinking due to the switch in the scope socket being stuck in. The customer will not be sending in the device at this time.

Event description:
It was reported the front panel of the evis extera iii xenon light source is flashing. There was no patient involvement, no harm or user injury reported due to the event.